Event description:
The customer/doctor reports that the swg (spring wire guide) was kinked during usage on the patient.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) in its advancer tubing. Visual inspection of the swg revealed one bend in the wire guide body near the distal end. Both welds appeared to be spherical and fully attached. The bend in the swg body is 377 mm from the distal tip. The overall length of the swg is 457 mm which is within specifications of 450-458 mm according to product drawing. The outer diameter of the swg was measured to be 0.806 mm which is within specifications of 0.788-0.826 according to product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked once at 377 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer/doctor reports that the swg (spring wire guide) was kinked during usage on the patient.